Event description:
In 2007, the lay user/patient contacted lifescan alleging that her one touch basic meter's test strip holder fell off and she could not find it. She has not been able to test for approximately 3 weeks but continued taking her usual dose of diabetes medication (glimepiride, 1 tablet daily). At a unspecified time(s) after taking her usual dose of medication, she became dizzy and almost blanked out; however, she denied receiving any medical treatment. This complaint is being reported because the patient was unable to test for approximately 3 weeks and then developed symptoms. Replacement products were sent to the patient.